Event description:
It was reported the patient had a (B)(6) culture for (B)(6) at the implantable neurostimulator (ins) pocket incision. The ins was explanted. During explant, the extensions were cut above the connection to the ins and part of the extensions were left implanted and connected to the patient¿s leads. The patient had vancomycin powder applied to the incision and they were started on antibiotics. The patient was still being monitored and they were still on oral antibiotics. The patient status at the time of this report was alive with injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0s2vj, implanted: (B)(6) 2015, product type: lead. Product ID: 3550-68, lot# n516701, product type: screening device. Product ID: 3755, lot# n517214, product type: accessory. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the manufacturer representative (rep) got an email from the healthcare provider (hcp) stating that they had swabbed a tunneler and nexdrive from their shelves that they used. Both came back negative for their cultures. This was the only outcome update the rep had received from the hcp. Refer to manufacturing report #3007566237-2015-01940 as the rash of infections reported in that document was a reference to this specific issue and a few others.